Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6)2013; 3830-69 lead, implanted: (B)(6) 2008. (B)(4)

Event description:
It was reported that the left ventricular (lv) lead was replaced due to high thresholds. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.